Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The action taken with therapy was not reported. The cause of the peritonitis was unknown. The patient was treated with vancomycin and fortum for the peritonitis. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.